Event description:
Caller reported a malfunction on the pump, and it was noted that no notable events occurred prior to this issue. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.